Event description:
Patient contacted dexcom technical support on (B)(6) 2013, to report itching near sensor insertion. Patient sought medical intervention in (B)(6) 2013, from nurse and was advised to use tegaderm. No further medical intervention was necessary. At the time of the call, patient reported being healthy.